Event description:
A customer reported an issue where the battery did not hold a charge. There was no reported impact to the customer¿s blood glucose level. The customer declined assistance from customer technical support, and no additional corrective actions were provided.